Manufacturer narrative:
It is unknown if there was patient involvement. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: january 03, 2013. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two devices were broken. It is unknown when the breakage occurred; it is unknown if there was patient or procedure involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:the returned t-pal trial spacers (03.812.310 and 03.812.311), applicator handler (03.812.001) and slap hammer are utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. The selected trail is attached to the applicator handle (03.812.001) and applicator knob (03.812.004) assemble by inserting the trail into the handle shaft while ensuring the arrow on the handle is aligned with the arrow in the trail. Once fully inserted the knob is rotated clockwise until tight; the trial will not pivot in this position. The trail can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated clockwise until it stops at the security ring, allowing the trail to pivot. The trial can be advanced into the final position with light controlled hammering. Instrument was observed to be worn and a fragment piece from tip of this inserter was inside the knob. Small fragment was generated from the instrument. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
01/27/16 - update: received email on 01/6/16 that states this evaluation set is a long term loaner that is used two to three times a week; instruments were maintained before every case. The instruments had become worn out; therefore the returned damaged and worn instruments were sent back to monument for evaluation and were sent a replacement long term loaner set. All events were post-operative and not related to a specific patient.

Manufacturer narrative:
A product investigation was completed: the returned trial spacers were examined and the complaint condition was able to be confirmed in both instances as the proximal coupling heads were found to be broken off. The relevant product drawings for the trials were reviewed during the investigation. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. It was reported there was no specific patient involvement. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a couple of broken instruments were discovered during routine inspection with no specific patient involvement. When the devices were being evaluated by the manufacturer, it was noted additional instruments were also broken.